Manufacturer narrative:
(B)(4). The customer did not retain the model and lot number which determines the date of manufacture and the 510k. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported an issue with an unspecified model of shiley tracheostomy tube where the patient was sent to uci. Additional information has been requested.